Event description:
It was reported that the catheter balloon burst with no pieces missing. Cuff roll noticed upon receipt of sample.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.